Event description:
It was reported that prior to an unknown procedure, the surgeon tried to insert the clip applier into the device, however, its jaw didn¿t close, so he failed to put it in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received with the jaws damaged. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the tip of the advancer was noted to be bent; four scissored clips were formed due to the condition of the jaws. In addition, the el5ml device was inserted into a 5 mm test trocar and due to the damaged jaws; it was difficult to remove it. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.